Event description:
During cardiomems implant procedure the physician encountered resistance when removing the swan-ganz catheter (edwards). It was determined the catheter balloon had likely not been deflated so it was deflated and the catheter was removed. The physician then encountered difficulty advancing the cardiomems delivery system and removed the system to reinsert the swan-ganz. It was then noted that a portion of the swan-ganz balloon appeared to be torn so the implant was abandoned. Imaging was performed but no fragments were identified. The physician reports the cause of the tear was the sheath and that the cause of the advancement difficulty was a kink in the sheath. There were no adverse consequences to the patient. Reference reports: mw5146155, mw5146156. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).